Manufacturer narrative:
Preliminary testing found the pump to be functioning properly. Additional testing was performed based upon the customers reported method of usage. The pump was tested with the settings reported by the customer. It was also tested at four other setting configurations. In each instance the pump functioned properly. Complaint could not be duplicated. This report may be based upon information not yet verified by co to be complete and accurate. Furhtermore, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
The pump was used with the following settings: a rate of 85 ml/hr, a dose of 450 ml, and an interval of 12 hrs. She indicated that the pump did not stop after delivering 450 mls, but rather infused the entire contents of the feeding set in the initial 12 hr interval. She indicated that this occurred several times, with the largest total infusion being approx 525 ml, which is an over-infusion by approx 174%. She indicated that there were no injuries or medical complications involved.